Event description:
Note: this report pertains to second of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-0639 for a description of the other event. It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure (patient gender, age and weight are unknown) in 2008. According to the complainant, "during prep, the sphincterotome would not bow." The second device in the "catheter kinked in two places," the procedure was completed with another of the same rapid exchange biliary stent system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.